Manufacturer narrative:
Result: hydraulic leak by reservoir.

Event description:
It was reported by service report that the cot has a leaky cylinder. No pt involvement or adverse consequences are reported.